Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a soft tissue ablation procedure, the patient was noted to have had a small hemorrhage during the ablation. It was reported that the surgeon concluded the hemorrhage was a result due to lack of evidence in the pre-operative magnetic resonance imaging (MRI). There was a reported delay to the procedure of more than 1 hour due to this issue. It was noted that the surgeon made no accusation of deficiency against the medtronic ablation system. No additional information was provided.